Manufacturer narrative:
(B)(4). Manufacturer indicated lot 1009002759 belongs to brand name: mallinckrodt, common device name: 2.0 nasal rae tracheal tube, catalog #86214, PMA/510 (k) # k871204. Covidien has attempted to gather further details surrounding the circumstances of this report, without success. No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore, we are unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event, however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending.

Event description:
Customer reported cuff will not inflate. Covidien has attempted to gather further details surrounding the circumstances of this report. Without success.